Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/pain') and endometritis ('endomyometritis') in a 29-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menorrhagia, genital bleeding, menses irregular, abdominal pain, chronic cervicitis, nabothian cyst, stress incontinence, female, menometrorrhagia, stress urinary incontinence, uterine bleeding, cystocele, multi gravida (total number of pregnancies: 3), parity 3 (total number of live births: 3 date of the birth for each live birth: (B)(6) 2007, (B)(6) 2008 and (B)(6) 2014 (as written)), gallstones (2001), multi gravida, parity 3 and menstruation frequent. Previously administered products included for an unreported indication: bactrim allergy. Concomitant products included medroxyprogesterone acetate (depo provera) from(B)(6) 2013 to (B)(6) 2013 for contraception and ethinylestradiol;norgestimate (ortho tri-cyclen)17-apr-2014 to (B)(6) 2014 for menorrhagia. On(B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), ibuprofen and surgery (tvh with bilateral salpingectomy and transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the endometritis, mood swings, weight increased, migraine, headache, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : in summon it was reported that essure device was successfully occluded and as per recent fu pfs she did not undergo essure confirmation test. Patient received treatment for pain and bleeding. Trailing coils: left 3 right 4 as per mr insertion discrepancy noted- (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endomyometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: reporter information, medical record, and rcc were added. New event endomyometritis was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/pain') and endometritis ('endomyometritis') in a 29-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menorrhagia, genital bleeding, menses irregular, abdominal pain, chronic cervicitis, nabothian cyst, stress incontinence, female, menometrorrhagia, stress urinary incontinence, uterine bleeding, cystocele, multi gravida (total number of pregnancies: 3), parity 3 (total number of live births: 3 date of the birth for each live birth: (B)(6) 2007, (B)(6) 2008 and (B)(6) 2014 (as written)), gallstones (2001), multi gravida, parity 3 and menstruation frequent. Previously administered products included for an unreported indication: bactrim allergy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception and ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2014 for menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), ibuprofen and surgery (tvh with bilateral salpingectomy and transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the endometritis, mood swings, weight increased, migraine, headache, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : in summon it was reported that essure device was successfully occluded and as per recent fu pfs she did not undergo essure confirmation test. Patient received treatment for pain and bleeding. Trailing coils: left 3 right 4 as per mr insertion discrepancy noted- (B)(6) 2013 . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endomyometritis lot number: a73754 manufacture date: 2012-11 expiration date:2015-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area/pain') in a 29-year-old female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included menorrhagia, genital bleeding, menses irregular, abdominal pain, chronic cervicitis, nabothian cyst, stress incontinence, female, menometrorrhagia, stress urinary incontinence, uterine bleeding, cystocele, multi gravida (total number of pregnancies: 3) and parity 3 (total number of live births: 3 date of the birth for each live birth: (B)(6) 2007, (B)(6) 2008 and (B)(6) 2014 (as written)). Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception and ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2014 to (B)(6) 2014 for menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 5 months 12 days after insertion of essure. The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), ibuprofen and surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the mood swings, weight increased, migraine, headache, depression, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet received: events did not undergo this test, hormonal changes describe: mood swings,abnormal bleeding (vaginal, menorrhagia), migraines / headaches, psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, abdominal pain fatigue, weight gain were added. Medical history, concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A73754) inserted for female sterilisation. The patient's medical history included menorrhagia, genital bleeding, menses irregular, abdominal pain, chronic cervicitis, nabothian cyst, stress incontinence, female, menometrorrhagia, stress urinary incontinence, uterine bleeding and cystocele. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff never had done essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A73754) inserted for female sterilisation. The patient's medical history included menorrhagia, genital bleeding, menses irregular, abdominal pain, chronic cervicitis, nabothian cyst, stress incontinence, menometrorrhagia, stress urinary incontinence, uterine bleeding and cystocele. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff never had done essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: medical records received. Lot number received. Patient's medical history was added. Essure removal procedure was added. Essure removal date was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.